Manufacturer narrative:
This follow up report is being submitted to report additional information reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Radiographs were reviewed and noted: the proximal position of the femoral component with lucency involving the greater trochanter and at the bone cement interface along the lateral aspect of the proximal femoral physis. Heterotopic ossification is noted along the medial and lateral portions of the proximal femoral stem. No radiolucency of the acetabular cup. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-108271, modular distal stem, 390730, 11-163660, 28mm m2a mod head -6mm nk, 868980, 15-104058, m2a-t m/h rad sld/apx shl 58mm, 108115, ml-hd mod calc prox 34c, 000380. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01170, 0001825034 - 2018 - 01171.

Event description:
It was reported that the patient's right hip was revised 17 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.